Manufacturer narrative:
This device (lot i0806024) is distributed outside the united states; however, it is similar to the united states product. The product is not available for analysis. Additional info will be submitted within thirty days upon receipt.

Event description:
Target lesion was the circumflex. The vessel was tortuous and bifurcated. The physician noted some resistance during the advancement of the stent delivery system into the catheter, he used more force to advance the device. When the delivery system reached the coronary artery he noted that the stent was not on the balloon. The stent detached itself from the balloon while it was still inside of the catheter. The stent was not lost, it was still in the catheter. The procedure was successfully completed with a competitor's stent. There were no adverse effects to the pt.